Event description:
It was reported a patient experienced and was hospitalized for a myocardial infarction coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The cause of the myocardial infarction was unknown. It was reported pd therapy was ongoing with a facility device; however, it was not reported if the patient was performing pd therapy at the time of the event. At the time of this report the outcome of the myocardial infarction event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation with the customer it was determined that the customer was not using the homechoice device. Therefore, the homechoice is no longer a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.